Event description:
It was reported that the surgeon attempted to insert cc4204bf collamer plate lens and a haptic got stuck while advancing in the injector. There was no patient contact.

Manufacturer narrative:
Visual inspection of the returned product showed that the lens was split in half and a haptic was torn. There was a clear surgical residue on the lens. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.